Event description:
The iab leaked back into the sys 97 pump. The dr was unable to remove the iab. The iab was entrapped and needed to be surgically removed. (Event complications: the iab was entrapped/surgically removed)-reported 7/16/97. (Pt's current status: unk-rpt'd 7/16/97).